Manufacturer narrative:
Insulin pump received with the operating currents within spec and passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.

Event description:
Customer reported via phone call that she was hospitalized for diabetic ketoacidosis due to high blood glucose. Customer's blood glucose was 1100 mg/dl. Customer was wearing the device at time of hospitalization. Customer declined troubleshooting for high blood glucose. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump passed the delivery accuracy test.